Event description:
The customer stated that he was hospitalized for high blood glucose levels above 600 mg/dl. The customer stated that he was unconscious when the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Also found that the customer was changing the infusion sets once a week. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.